Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that for a pulse field ablation (pfa) procedure to treat an atrial fibrillation a farawave catheter was selected for use. During the procedure, the rosen 0.035 260cm guidewire became stuck and tissue was seen on the tip of the guidewire at the tip of the catheter. The guidewire could be removed. No other catheter malfunctions or abilities deploying or undeploying the catheter were noted. The device was not replaced, and the procedure was completed successfully with the original device. The procedure ended when this event was noticed. No patient complications were reported. The device is not expected to return for laboratory analysis as it was disposed.